Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the mega needle driver instrument cables broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of broken cable. Failure analysis found the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. The housing was removed and the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. There were scratches on the surface of the distal pulley. Multiple clamping pulleys exhibited corrosion around the screw head and around the bearing area. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. Failure analysis also observed that the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states:o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.